Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The 80% stenosed, eccentric, de novo, 36mm x 4.0mm lesion was located in the mildly tortuous and mildly calcified right coronary artery. Following predilatation, a 4.00x38mm promus element long drug eluting stent delivery system was selected for use to cover the lesion but failed to cross the lesion. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned foe evaluation. A visual and microscopic examination found that the proximal end of the stent was damaged. Stent struts on the first, third and fourth rows on the proximal end were lifted distally. No other issues were noted with the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).